Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that they have received multiple occlusion alarms since (B)(6) 2013. The patient reported that they change the infusion set and works for a while. The patient reported their blood glucose (bg) went up and down but could not tell customer support (cs) any specifics and did not provide current bg. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. Cs explained to do some troubleshooting but the patient refused. The patient changed the battery, changed the infusion set and tubing. Cs asked the patient about cycling the cartridges and the patient stated that they do not cycle them. The patient refused to troubleshoot and disconnected the call. This report is being made due to the occlusion alarm issue.

Manufacturer narrative:
Follow-up #1: date of submission 07/23/2014, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: occlusion alarms were verified in the black box and history. No occlusions occurred during investigation. Force sensor calibration reading was in specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.